Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event of anoxic brain injury could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The device was not returned for evaluation. The system controller event log file contained events from (B)(6) 2023, per the timestamps. Multiple, transient low flow hazard alarms was captured on (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that post-implant log files were submitted for review after the patient developed anoxic brain injury following their implant on (B)(6) 2023. Log files recorded low flow events on (B)(6) 2023 from 02:49:28 to 02:51:50 where average flow was between 1.1 lpm and 2.3 lpm. Recorded flows were then recorded at around 3.5 lpm. A couple of other brief low flow events were recorded on (B)(6) 2023 where the average flow was less than 2.5 lpm. The patient passed away on (B)(6) 2023 due to anoxic brain injury, and the log file data indicated the system-maintained pump speed until all power was removed on that day at 19:37:47.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.